Event description:
It was reported that balloon rupture occurred. The patient underwent a relief and treatment of superficial femoral artery stenosis. A 4.0 x 150, 135cm mustang was used for dilation. During the procedure, it was observed that the balloon burst while being dilated with pressure using an inflator, causing the contrast medium to leak out. After removing the device and attempting dilation again, it was confirmed that the contrast medium had leaked from the balloon. The procedure was completed with another of the same device. There were no patient complications as a result of this event.

Manufacturer narrative:
D2b: pro code (product code): fge, lit. G4: premarket / 510(k) #: k103751, k110122, k141521. Device evaluated by MFR: the device was returned for evaluation. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The rated burst pressure for this device is 24 atmospheres as per mustang specification. The returned device was attached to an encore inflation unit. Positive pressure was applied when deionized (di) water was observed to be leaking from a balloon pinhole located approximately 45mm proximal from the distal markerband. A visual examination of the markerbands identified no issues. A visual and tactile examination identified no kinks or damage to the shaft and no damage to the tip. No other issues were identified during the product analysis.

Manufacturer narrative:
D2b: pro code (product code): fge, lit g4: premarket / 510(k) #: k103751, k110122, k141521.

Event description:
It was reported that balloon rupture occurred. The patient underwent a relief and treatment of superficial femoral artery stenosis. A 4.0 x 150, 135cm mustang was used for dilation. During the procedure, it was observed that the balloon burst while being dilated with pressure using an inflator, causing the contrast medium to leak out. After removing the device and attempting dilation again, it was confirmed that the contrast medium had leaked from the balloon. The procedure was completed with another of the same device. No patient complications were reported.